Event description:
It was reported "pump has charging issues. Patient will have fiddle with charger port to make sure cord is in charging port a certain way for pump to charge properly." There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.